Event description:
Patient reported there is a tree like shape to the left of the blue tooth symbol when the infusion device is connected to the handset. Patient stated when she went to bed last night all was okay on the infusion device screen but when she got up this morning she noticed the tree like shape on the display. Patient reported the shape obscures numbers when changing basal rates, etc. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.